Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module communication error. There was no patient harm. Manufacturer's ref. #: 917428.

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was made by our field service engineer. The reported technical error codes could be duplicated. The control printed circuit board (pcb) and monitoring pcb were found defective and replaced. After replacing the pcbs, the reported technical error code indicating turbine module communication error was disappeared. The received logs confirmed the reported technical error codes at 2024-10-21. No parts were returned for further investigation, therefore the root cause for the reported technical error codes could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Device related data quality updates only: d1 - brand name: previous brand name: servo-air, corrected brand name: base unit, servo-air. D4 - version or model #: previous version or model #: servo-air, corrected version or model #: 6882000. D4 ¿ unique identifier (UDI) #: previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).